Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the explant was complete (B)(6) 2017. No further complications reported /anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va0fklb serial# implanted: (B)(6) 2014 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction and gas trointestinal/pelvic floor who reported that the patient had surgery and the surgeon "repositioned it" about one year after implant because the wire was not in the right spot. The patient indicated that they wanted the system removed as they do not use it anymore. Additionally, the patient reported that they had pain at the lead site when using the system so the stopped using it. The patient had setting as low as they can and had tried switching programs however that did not relieve the pain, however pain did resolve when stimulation was turned off. The patient was going to follow-up with their healthcare provider (hcp) regarding system removal. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.